Event description:
The fixation screw would not advance from the ICD lead. The problem was identified during the procedure. There was no injury to the patient. ====================== health professional's impression======================not applicable====================== manufacturer response for aicd lead, aicd lead======================awaiting response.